Event description:
A malfunction was reported with a code displayed as malf 0 on the device. There was no reported adverse impact to customer's blood glucose level. The customer's insulin pump was scheduled for replacement by technical support. The customer opted to use multiple daily injections (mdi) as a backup therapy and was instructed on how to put the pump into storage mode. The customer was advised to return the problematic pump using a pre-paid label within ten days, and this was acknowledged and understood.